Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that there were four rows of struts on the distal end of stent that were damaged. There were bent, flared, and overlapping struts. There was no evidence of any damage or irregularities contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x4.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After the insertion of a guide wire and pre-dilatation with a 2.00x8mm balloon catheter, a 3.50mm x 24mm liberte stent was advanced to treat the lesion. After trying for almost 10 to 15 minutes, the physician realized that the lesion was very tight. The physician tried again but the device could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable and doing well. However, returned device analysis revealed stent damage.